Event description:
Procedure type: lap colon. According to the reporter: during surgery, the seal broke (nothing fell into the cavity). Opened another, anchor worked but seal broke again, and the broken piece fell into the cavity. It was immediately retrieved. The procedure was completed with another. There was no tissue damage and no bleeding. No patient injury was reported. No further patient information available.

Manufacturer narrative:
Date initial report sent: 08/11/2008.